Event description:
It was later reported that patient had a full lead revision. The lead revision was successful, and the patient was discharged from the hospital the next day. Impedance was within normal limits after procedure. It was noted the explanted lead is not available for product return, indicating it was likely discarded.

Event description:
It was reported that the patient's generator was completely depleted and so diagnostics could not be checked pre-op. In surgery when the new generator was connected, high impedance was observed. They tried re-inserting the lead pin and connecting the test resistor and running generator diagnostics, but this led them to believe the probably was with the lead. Only generator was replaced during surgery and the suspect lead remains implanted. Representative reported that the explanted generator is not available for product return. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.